Event description:
It was reported that an unspecified number of needle 21ga 1-1/2in experienced a breach in sterility noted prior to use. The following information was provided by the initial reporter: a member of our staff received a needle stick injury when unpacking a box of needles. One needle was supplied unsheathed and protruding from the packaging material. Lot 1903 14. Exp 2024-02.

Manufacturer narrative:
Investigation summary:bd has been provided with photos for catalog 304432 lot 190314 to investigate for this record. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Visual examination of the photos provided shows a unit pack which contained two needles protruding through the package. The expected one and one extra needle without the shield. Part of the cannula was out of the unit pack and was damaged due to the sealing dye. As a result, bd was able to verify the reported issue. The extra needle without the shield was skipped from vision system because it was out of the detection vision system used during the packaging process. After discussing with our manufacturing technicians and based on all preventive measures, bd concludes this should be related with some human error in which the machine detected the problem and stopped, but the operator did not solve the issue appropriately. In addition, bd technicians believe the needle shield has been lost during the packaging process due to low fitting force. The shield could be not well assembly and during packaging, this needle with low shield pull force, lost its shield in the needle feeder mechanism in the packaging machine. This has been considered an isolated issue and because it is the first time this lot has been reported, no corrective actions are required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle 21ga 1-1/2in experienced a breach in sterility noted prior to use. The following information was provided by the initial reporter: a member of our staff received a needle stick injury when unpacking a box of needles. One needle was supplied unsheathed and protruding from the packaging material. Lot 1903 14, exp 2024-02.